Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-nov-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient details were not crossing over. The technical support specialist (tss) received the case from the reassignment queue, accessed the server, and confirmed the patient and medication order details. After contacting customer for more information, the tss was directed to speak with ed nurse, who reported that she could not see the tetanus medication order. Upon verification, the tss confirmed the tetanus order scheduled from 09/27/2025 14:05 to 23:59 with a one-time repeat pattern. The nurse was unsure if the medication had been dispensed and stated she would check and, if necessary, request the doctor to reorder. Permission was given to close the case. The system functioned as intended after the technical support specialist troubleshooted the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the new patient details were not crossing over. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the new patient details were not crossing over. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.